Manufacturer narrative:
The concerto coil will not be returned as it remains in the patient. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01270. If information is provided in the future, a supplemental report will be issued.

Event description:
French, b., &hayes, d. (2018). Endovascular coil migration into the intestinal lumen: two cases of successful nonoperative management. Vascular and endovascular surgery, 53(2), 157¿159. Doi: 10.1177/1538574418805224. Medtronic literature review found a report of coil migration after implantation. The patient presented with gastrointestinal bleeding secondary to a hepatic artery pseudoaneurysm located at the anastomosis of the native replaced right hepatic artery and donor right hepatic artery. Coil embolization was performed with multiple detachable concerto coils including six, 20 mm x 50 cm coils; two, 14 mm x 30 cm coils; one, 16 mm x 40 mm coil and two, 5 mm x 20 cm coils. Approximately 2 months later, ultrasound demonstrated increased velocity in the hepatic artery stent, consistent with stenosis. Angiogram was performed and demonstrated a stenotic graft with an adequately perfused liver. Incidentally found on angiogram was a mobile wire from the coil eroding into the roux limb of the jejunum. Follow-up CT scan confirmed the intraluminal coil. The patient remained asymptomatic from a gastrointestinal standpoint.